Event description:
This supplemental report is being submitted due to completion of the lab evaluation on the 13-apr-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The pig tail biliary stent was bent across two of the holes. Patient outcome: n/a - discrepancy observed prior patient contact.

Manufacturer narrative:
Device evaluation 1 x zso-7-7 device of lot c1987392 was returned to cirl opened in its original packaging. With the information provided, a physical and document-based investigation was conducted. Lab evaluation lab evaluation date: 13 april 2023. Visual inspection: stent returned. Two kinks observed on the tapered end. Severe kink observed on the 2nd port hole and kink observed on the 5th port hole. Functional inspection: 0.035" wire guide does not pass the kink. Document review prior to distribution all zso-7-7 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c1987392 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1987392. It should be noted that the instructions for use states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿ it also says, ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest the user did not follow the IFU. Image review n/a root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being prepared for contact with the wire guide. Summary failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred as the device was being straightened and prepared for contact with the wire guide. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.